Manufacturer narrative:
Device expiration date: n/a. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that cracked lid was found before use with a sharps coll 3.3qt red. The following information was provided by the initial reporter, "before use, the root of the lid was cracked."